Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.the t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the fill estimate gauge was inaccurate for multiple cartridges. Contact stated that they may have used cold insulin to load the cartridges. Customer's blood glucose level was not impacted.